Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported during a competitor¿s ipg replacement on (B)(6) 2021 the patient¿s stats dropped during the procedure and the patient was flipped with an open wound. The procedure was abandoned. Postoperatively the patient is stable.